Event description:
It was reported that patient's trial lead migrated and she did not have any positive results from the trial as a result. The lead migration was confirmed by x-ray. The patient reported that before the trial, she was 'overdosed' on demerol and phenergan and was not conscious during the trial implant. As a result of the overdose, she had no memory for three days after the trial and she could not feel her legs at night. The patient reported that because she was 'out of it' she was lifted off the operating table, which caused the lead to move. The patient said her 'head was on her chest' and her daughter needed help getting the patient into the car. The patient crawled from the car into her house and she states she never should have been discharged in her state. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID neu_unknown_lead. Product type lead. (B)(4).